Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported the wrong patient was treated with the laser. It was not discovered until after the right eye was treated. The patient had enhancement on the right eye the same day. Upon follow up the reporter indicated the patient is still being monitored.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The reported treatment could not be identified in logfile. Logfile review for the whole treatment day was performed. The review result shows that no patient´s eye (neither right eye nor left eye) was retreated. All laser system functions were within specifications during treatments at this day, so the reported event could not be confirmed. As the reported event could not be confirmed by reviewing of the logfile, the root cause could not be determined conclusively. However, the event is not related to technical side of product. (B)(4).